Event description:
Same patient as MDR ID#2134265-2012-07288. Same patient as MDR ID#2134265-2012-07287. Same patient as MDR ID#2134265-2013-01132. It was further reported the patient presented with recurrent chest pain, discomfort with use of nitro. The second target lesion was located in the proximal right coronary artery to mid right coronary artery. In (B)(6) the patient presented with mid sternal chest pain and shortness of breath and was hospitalized on the same day. The patient was diagnosed with unstable angina and cardiac catheterization was recommended. The 95% focal in-stent restenosis and stent thrombosis of the study stent in the proximal ostial area of right coronary artery was treated with balloon angioplasty and placement of a 3.0x12 mm ion stent. Following post dilatation, residual stenosis was less than 10%. In addition a non-target lesion located in 2nd obtuse marginal artery was treated with direct stent placement using a 2.25x15mm non bsc stent, resulting in 0% residual stenosis. The same day event was considered resolved without residual effects and the patient was discharged the following day on aspirin and effient.

Event description:
Same patient as MDR ID# 2134265-2012-07287 and 2134265-2012-07288. (B)(4). It was reported that post a percutaneous transluminal coronary angioplasty treatment procedure, the patient experienced a myocardial infarction. In (B)(6) 2010 the patient presented with stable angina and cardiac catheterization was recommended. The 70% stenosed and 15 mm long first target lesion was located in the proximal right coronary artery with a reference diameter of 3.5 mm. The target lesion was treated with direct stent placement using a 3.50 x 20 mm taxus liberte stent, resulting in 0% residual stenosis. The 70% stenosed and 30 mm long second target lesion was located in the mid right coronary artery with a reference diameter of 3.5 mm. The second target lesion was treated with direct stent placement of a 3.5 x 38 mm taxus liberte stent, resulting in 0% residual stenosis. The following day the patient was discharged on aspirin and prasugrel. In (B)(6) 2011 the patient received a 3.0 x 8 mm ion stent in proximal right coronary artery. In (B)(6) 2012 the patient was diagnosed with myocardial infarction. The patient had transient st elevation myocardial infarction that relates to stent thrombosis. The same day the event was considered resolved without residual effects and two days later the patient was discharged on aspirin and open label prasugrel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).